Event description:
Litigation papers allege the patient has suffered and will continue to suffer in the future great pain, mental anguish, disfigurement and deformity; she has incurred and will in the future incur the expense of hospitalizations, physicians and other medical care as a result of said injuries; she has required numerous surgical operations as a result of the defendants conduct; she has been and will in the future be prohibited from the performance of his lawful affairs; she has in the past and will in the future suffer a significant diminution in the quality of her life; and she has been and will be in the future permanently disabled. Additionally it is alleged the patient was injured by excessive levels of cobalt and chromium.

Manufacturer narrative:
Corrected: catalog #/lot #, manufacture date, there is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: left hip: pain; extensive metallosis; inflammatory tissue; yellowish-gray tissue consistent with metallosis; synovium completely discolored and blackish-gray color consistent with metallosis; erosions around the acetabulum; asr socket had blackened inflammatory tissue at the bone-metal interface; metallic tissue; metal debris. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.